Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the trunk cable was cut which created a short at the +3.3v and pgnd wires. The cause of the communication faults is the shorted wires. The cause of the shorted wires is the cut. The root cause of the cut is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.